Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : the device associated with this report was not returned for evaluation, however, review of the provided photo confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spring ring detached. It was reported that the patient was given the surgery of left knee replacement on (B)(6) 2021. After the patient left from hospital, and one day, came back to hospital to do re-examination (re-examination's reason was unknown), noted there was one unknown metal piece in the knee. The patient was given arthroscopic surgery to remove the metal piece, the metal piece looks like the spring ring of the tibial platform's trail. The patient is stable and in hospital now.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.